Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited inappropriate programming. No intervention was performed. The patient would continue to be monitored with follow ups.